Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6)2009. According to the complainant, during the procedure, the clip failed to open while inside the patient. They removed this device and used another of the same with no complications to the patient. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).